Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.50mm x 15mm fg emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.

Manufacturer narrative:
Device evaluated by MFR. : returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was blood in the guidewire lumen, inflation lumen, and the balloon. The balloon was loosely folded. There was an 17mm longitudinal tear to the balloon running proximal from the distal markerband.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex coronary artery. A 3.50mm x 15mm fg emerge balloon catheter was advanced for dilation. However, during inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition was good.